Manufacturer narrative:
Concomitant medical products: product ID: 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the stimulator had become too superficial and repositioning of the stimulation to be expected. The stimulator was inconvenient when sitting. There had been hospitalization on (B)(6) 2013 and surgical intervention for repositioning had occurred on (B)(6) 2013. The product issue was resolved. The patient was alive with no injury. The date of the adverse event was (B)(6) 2012 and hospitalization in (B)(6) 2013. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.